Event description:
The pt reportedly experienced loss of sound for at least one week. External equipment was exchanged and software troubleshooting was performed; however, system lock could not be established. Surgery to explant the device will be scheduled.